Event description:
It was reported that a one-link needlefree IV connector was involved in a no flow incident. According to the report, the device stopped the flow of ¿ivf¿. It was not specified when in the process this occurred. Patient involvement is unknown; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.